Manufacturer narrative:
Additional information was received that the physician did not suspect it was device or procedure related. The patient was doing well. There were no consequences from the stroke.

Event description:
A report was received that the patient had a stroke.

Manufacturer narrative:
Additional information was received that the physician did not suspect it was device or procedure related. The patient was doing well.

Event description:
A report was received that the patient had a stroke.

Event description:
A report was received that the patient had a stroke.